Event description:
One pt sample with discrepant troponin t results. Initial result 0.312 ng/ml. Same sample repeated twice gave results of <0.010 ng/ml each time. If additional info is received, appropriate notification will be provided.